Event description:
It was reported that during inspection by preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has a drive manifold test error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found leak test error of drive manifold leak. In order to fix the issue fse replaced drive manifold. Inspection results based on inspection record sheet are good.